Event description:
The manufacturer became aware of a trilogy evo device with allegations nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), kidney disease/toxicity, and lung disease. The patient medical intervention was not specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.